Event description:
Drilling with freehand technique was performed and the drill tip broke off during drilling. Drill tip remained inside the patient body. The drill tip was not newly opened and was used after re-sterilization.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Since it was reported that freehand technique was performed, and the drill tip broke off during drilling. It could not be excluded that it is linked to inadequate handling during freehand technique [misalignment with resulting contact of hard metal object e.g. Nail. The IFU clearly instructs to avoid drilling into metal implants with bone drills since the implants could be critically weakened and break under load and the drill could be damaged. Furthermore, the labelling clearly instructs not to use damaged or mishandled implants and to discard them. The individual steps for free-hand drilling are described in the corresponding operative technique in detail, which clearly points out: the critical step with any freehand locking technique is to visualize a perfectly round locking hole with the c- arm. Finally, based on details available an exact root cause could not be determined but since nothing was reported during pre-functional check, which is required per IFU, it could not be excluded that the event is rather related to a sub-optimal intraoperative procedure during free-hand drilling. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
Drilling with freehand technique was performed and the drill tip broke off during drilling. Drill tip remained inside the patient body. The drill tip was not newly opened and was used after re-sterilization.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.